Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the product history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/13/2008 by fax and mail. A completed questionnaire was received on 10/16/2008.

Event description:
A consumer and his spouse reported that following bilateral intraocular lens (iol) implant surgery, he is having difficulty seeing at night due to glare and halos. In a f/u, the surgeon reported that the pt's outcome is perfect with an uncorrected vision of 20/20. He has referred the pt for a second opinion that confirmed there was no problem with the iol. Furthermore, the surgeon plans to refer the pt for a third opinion, as well as, a plastic surgeon regarding the pt's ptosis. There are two medical device reports for this event. This report is for the left eye.